Event description:
The manufacturer received information alleging a ventilator's ventilation volume and blood oxygen saturation was decreased. The patient required to be manually ventilatted with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for investigation and the customer's complaint was not duplicated.